Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the left cylinder connecting tube was identified. The cause of the crack was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and leak tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. Pump tubing was cut down to the pump block; the tubing was not returned for analysis. Leakage test revealed that the pump only passed water in and out of the reservoir kink resistant tubing (krt). To avoid damaging the test equipment, the ms pump was not functionally tested. Based on the information available and analysis results, the allegation of mechanical issue is unable to be confirmed due to the inability to test the contaminated pump; therefore, a conclusion code of cause not established was assigned to this investigation.